Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 280mg/dl and a correction bolus via the pump was delivered to address the bg level. During troubleshooting, a new cartridge was loaded and the pump performed as intended. After the supply change, the customer successfully resumed insulin deliveries.